Manufacturer narrative:
Balloon separation from the mynx device was confirmed. The investigation of the lot history record does not provide any evidence to suggest that the device was not manufactured in accordance with the approved manufacturing process instructions. The adhesive on the returned device was intact and met specification requirements with the exception of two horizontally opposed, lengthwise cracks that are consistent with compression or pinching of the catheter at the bond. Investigation failed to identify a manufacturing or process cause, and standard manufacturing process tests were performed to provide verification of bond integrity. This suggests that the adhesive may have been cracked after completion of the manufacturing process. There is no direct evidence to suggest that the device did not meet specifications. In considering potential causes, compression leading to cracked adhesive of the proximal bond in conjunction with tension applied to the balloon by the user during pullback may have contributed to the balloon separation, however the specific cause of the separation could not be determined based on the information provided and the investigation performed.

Event description:
A male underwent an uncomplicated coronary intervention procedure in 2007. It was reported that the femoral angio showed a well placed sheath, not near the bifurcation, and suitable for closure. The mynx device was reportedly prepped per IFU by a trained operator and inserted into the procedural sheath. After the sealant was deployed over the arteriotomy site, the operator reportedly put slight pressure on the balloon abutting the arteriotomy, and the catheter pulled through. It was noted that the balloon was no longer on the device. The operator chose to proceed with manual compression and no attempt was made to identify the location of the detached balloon. Hemostasis was successfully achieved in approximately 10 minutes with no bleeding or hematoma noted at the access site. The patient was asymptomatic with good pulses, leg color and temperature normal, heart rate and blood pressure within normal limits, and no clinical sequale. No further diagnostic or therapeutic interventions were ordered. The patient ambulated and discharged per standard hospital procedure without further incident and to date there has been no report of clinical sequale.